Event description:
The customer reported an error 20003. This occurred during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an error 20003. This occurred during testing. There was no pt involvement. The call center advised the customer to replace the parameter pca or the control pca. The customer replaced both of these recommended pca's. The parameter pca and the control pca were replaced to resolve the reported symptom. The device then passed all testing and was returned to service. We are unable to determine the cause of the malfunction as multiple parts were replaced.